Event description:
Caller reported a cartridge alarm 30 issue with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts addressed the issue by confirming repeated cartridge alarms in the pump history and decided to replace the pump. The customer acknowledged the instructions for putting the pump into storage mode and returning it to tandem. A replacement pump was sent to the customer, and cts advised them on the necessary steps upon receiving it.